Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. This incident was also reported to the FDA by the hospital via medwatch uf/importer report# (B)(4).

Event description:
During the mandible fracture procedure the head of the screw broke off upon its removal from the bone. All broken pieces were retrieved from the patient and the procedure was completed successfully. This screw was a temporary one that is always removed at the end of the case.